Manufacturer narrative:
Correction: section a1: added patient ID (B)(6). Section b1: this event is deemed reportable as an adverse event as well as a product problem. Section b2: required medical intervention to prevent permanent impairment was checked. Section b5: updated/corrected the description. Section h1: reportable event changed to serious injury. Narrative: device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned part inspection results customer returned one broken implant fragment and sme confirmed it's a hahn tapered implant. Conclusion the complaint is not confirmed. The customer claims to have used a "clix" o-ball attachment with the hahn implant. There is no indication of what caused the customer to use a product that is not recommended by the hahn manual. The hahn implant IFU states that "they must only be used for dental procedures with the restorative components they were designed for." Clix ball attachments are not a recommended restorative component and as such have not been tested for compatibility with the hahn implant.

Event description:
It was reported that the hahn tapered implant fractured after prosthetic restoration. The patient bone grade was not provided. There is no medical or dental history noted. The patient presented on (B)(6) 2016 for primary procedure. A ball attachment was place upon the implant in order to seat dentures. On (B)(6) 2017 the patient removed his dentures and observed that an implant shard was still attached to the dentures. On (B)(6) 2017 the patient presented stating that part of the implant remained in his dentures once he removed it. Upon examination, the provider notes that the implant "broke in half." He further notes that half of the implant is integrated too far into the bone to remove. He further notes an infection was observed. The patient current status is listed as "satisfactory."

Manufacturer narrative:
It was reported by the dentist that the implant broke in half and the other half is still integrated. However, the patient is reported to be doing "fine" with no reported adverse events. No abnormalities were reported with the implant itself during placement. The DHR was reviewed and no discrepnacies were noted in any of the processes related to the manufacturing of the implant itself. The most probable cause for the reported incident could be attributed to the user error. However, more results will be available upon completion of the evaluation and investigation of the returned part. A follow up report will be submitted after completion of the investigation and evaluation.

Event description:
It was reported by the dentist that the implant broke in half. Half is still integrated into the bone. The implant was placed in tooth location #7. A ball attachment was placed upon the implant to seat dentures. However, upon removal of the dentures, the patient observed that an implant shard was still attached to the dentures. The patient was stated to have type I bone. No general bone loss or granulated tissue was observed around the implant. The patient is stated to be doing "fine" with no reported adverse events. No pain or serious injury was reported. Also, the patient was stated to have no preexisting conditions which would have contributed to this incident. No abnormalities were noted with the implant itself during placement besides the fracture.